Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. A supplemental report will be submitted when the device is rec'd and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly into the delivery tube. The end of the string pulled away and didn't make it into the tube, leaving it hanging outside the tube. The tech loading the device is very experienced and rarely has any issues. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.